Manufacturer narrative:
H11: four devices was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter in four (4) exactamix vented, high-volume inlets. The foreign matter was found in the waste bag after priming. There was no patient involvement. No additional information is available.